Event description:
A report was received that the patient developed an infection at the ipg and lead site. It was mentioned that the patient had other health issues that resulted in infection. It was also reported that the patients health was poor which resulted in going to the emergency room for severe anemia.

Manufacturer narrative:
Additional information was received that the patient was placed on antibiotics and infection was only reported due to the visual of the incision site. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 5108868, model/catalog description: infinion cx lead kit, 50cm.

Event description:
A report was received that the patient developed an infection at the ipg and lead site. It was mentioned that the patient had other health issues that resulted in infection. It was also reported that the patients health was poor which resulted in going to the emergency room for severe anemia.